Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and short interval counts (sic) resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) defibrillation coil and pacing lead were beyond the expected upper range. The analyst noted 7482 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt) episodes, oversensing noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. The rv coil impedance measured 254 ohms and the rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range. The rv lead integrity warning occurred for 2 or more high rate non-sustained episodes and short interval counts (sic) greater than or equal to 30 in 3 days. (B)(4).